Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter was unknown that the time of filing. Device manufacturing date was unavailable at the time of filing. No part has been returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the straight suction was damaged. There was no patient present when this issue was identified.